Event description:
A boston scientific lotus edge transcatheter aortic valve prothesis was being deployed when the presence of a detached post was noted by the health care providers. The defect was noted prior to the lead-in-phase of the deployment. A new valve was deployed.